Manufacturer narrative:
The therapy pcba was returned to stryker for further evaluation. It was determined the therapy pcba had a faulty q8 on the h-bridge which caused the reported issue. Section d4 gtin of the initial medwatch report indicates: (B)(4). Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Event description:
The customer contacted stryker to report their device's shock button sometimes needs to be pushed multiple times before a shock is delivered and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The therapy pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's shock button sometimes needs to be pushed multiple times before a shock is delivered and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.